Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited high capture threshold measurements and p-wave amplitude variation. No intervention or adverse patient effects were reported.